Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they had not seen the patient in ¿quite some time¿. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient reported that the doctor 'burnt the battery up in three years and it was supposed to last ten years.' The patient additionally reported that the doctor kept 'putting it up higher and higher.' The patient stated that he couldn't 'hold food down.' The patient also stated that he could 'drink anything he wanted' and that liquids would 'stay down.' No additional information was known at the time of report. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that this first device "didn't last 10 years like it was supposed to." And they replaced it thinking maybe a new battery would help but it never did. It was noted that implant has not worked for him since implant. The patient experienced loss of therapy. The patient's therapy/implant has never worked for him since it was implanted.